Manufacturer narrative:
(B)(6) 2020 - sudden change in impedance and drop in sensing were reported. Pacing impedances out of range. Noise was observed on prior rv channel recordings. Clinician advised to fully evaluate lead. Lead remains actively implanted and no adverse patient events have been reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient detected 3 vf episodes with no therapy given on separate days. After looking at home monitoring recordings there is possible noise on the rv lead and far field signal. Impedance measurements are good. Isometrics were performed and noise was not able to be recreated in office. Device remains implanted. Should additional information become available, this file will be updated.